Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. The liner and head were removed and replaced with a biomet head and a competitor liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01644 / 01645).